Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that upon removal four or five ubk click super absorbency tampons unraveled and fell apart leaving pieces behind. She is confident she was able to remove remaining pieces. She started to experience discharge and odor and plans to seek medical attention.